Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up successfully. Upon further inspection, the fse found the issue with the flex vision pc. Part analysis for defective part is not confirmed. Fse replaced the flex vision pc. After replacing the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.